Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, a micrusframe18 8mm x 30cm coil (mfr180830, 30715082) broke off in an unspecified microcatheter (mc) when resheathing. There were no patient consequences. The device was replaced with a new coil. No additional information is available. A non-sterile micrusframe18 8mm x 30cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the coil was partially outside of the introducer. No other damages were found. The coil component was inspected under microscopic magnification; it was found to be stretched and detached from the resistance heating (rh) coil, which was found not to be softened, indicating that the detachment process was not initiated. Also, it was noted that as a result of coil stretching, the internal blue fiber was exposed, and it was found broken. The issue regarding a micrusframe being broken was confirmed based on the mechanical detachment of the coil. The coil appeared to be trapped by the introducer sheath, and during the retrieval, excessive force has been applied to the device, which ultimately resulted in the coil being mechanically detached and stretched. According to the risk documentation, friction is a potential issue that can occur during microcoil re-sheathing due to an rhv not being adequately loosened or the introducer sheath being too tight within rhv, which can result in the coil mechanical detachment. With the information available, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following cautions: ¿ if unusual friction is noticed during advancement or retraction of the microcoil system, verify the clear tab is unlocked and pulled out from the re-sheathing tool approximately 1 in (2¿3 cm). ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4); information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, a micrusframe18 8mm x 30cm coil (mfr180830, 30715082) broke off in an unspecified microcatheter (mc) when resheathing. There were no patient consequences. The device was replaced with a new coil.